Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated left fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), musculoskeletal chest pain ("stabbing pain in my back rib") and ovulation pain ("an extreme stabbing pain in the circle location when ovulating"). At the time of the report, the fallopian tube perforation, musculoskeletal chest pain and ovulation pain outcome was unknown. The reporter considered fallopian tube perforation, musculoskeletal chest pain and ovulation pain to be related to essure. The following information was received from social media: fallopian tube perforation, musculoskeletal chest pain and ovulation pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated left fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), musculoskeletal chest pain ("stabbing pain in my back rib") and ovulation pain ("an extreme stabbing pain in the circle location when ovulating"). At the time of the report, the musculoskeletal chest pain and ovulation pain outcome was unknown. The reporter considered fallopian tube perforation, musculoskeletal chest pain and ovulation pain to be related to essure. The following information was received from social media: fallopian tube perforation, musculoskeletal chest pain and ovulation pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event perforated left fallopian tube, an extreme stabbing pain in the circle location and new reporter on 23-mar-2020: fu 1 and fu 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.